Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting procedure, stent damage occurred. The lesion was located in the circumflex artery. The physician predilated the lesion. Then the physician advanced the 2.50x12mm taxus liberte drug eluting stent to the lesion, but was unable to cross. The device was removed from the pt and it was observed that the stent struts were damaged. There were no pt complications. The procedure was successfully completed with taxus express2 atom paclitaxel-eluting coronary stent system. Pt's status is reported as "fine".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.